Manufacturer narrative:
Device evaluation summary: the patient's recorded ECG rhythm at the time of the reported alarm is unknown as the lifevest device was discarded at the healthcare facility and no download could be obtained. The last available download was from (B)(6) 2015, three days prior to the patient's death. Review of the download data did not indicate any device malfunction that would cause or contribute to the patient's death. Zoll has elected to report this incident out of an abundance of caution as the patient's rhythm recorded by the lifevest at the time of the event is unknown. The device is unavailable for further evaluation. The root cause of the patient's death is unknown. There is no indication of a device malfunction involved in the event. Zoll does not expect any additional information to become available since the lifevest device was mistakenly discarded by the healthcare facility. Device manufacture date: monitor: 05/10/2012. Belt: 12/12/2012.

Event description:
Zoll manufacturing corporation became aware of a potential adverse event on (B)(6) 2016. An english translation of an attorney letter addressed to the (B)(4) distributor, (B)(4), indicated that the patient suffered a cardiac-related event while they were wearing the lifevest. The clinical staff reported the patient experienced vt followed by an asystole . It is unclear how the clinical staff determined the patient's rhythm. The lifevest reportedly did not enter a treatment sequence during the event. Resuscitation efforts were performed by the clinical staff and the patient was transferred to the ICU. The lifevest device was removed from the patient when it reportedly began to alarm 'what is going on and to confirm this and that'. The clinical staff pressed the response buttons but could not silence the alarms until the battery was removed. The lifevest device was subsequently discarded by the healthcare facility. No additional information regarding this event is available. There is no indication that a lifevest malfunction contributed to the patient's passing.

Manufacturer narrative:
Additional information / device evaluation 09/29/2016: zoll is providing an analysis of the additional information received on 2016-09-28 related to physiological alarm function, data downloads, and battery pack status. Physiological alarms: the lifevest device will alarm for a treatment sequence and prepare for defibrillation when the patient's detected rate exceeds the prescribed programmed vt/vf detection thresholds. This patient's prescribed programmed thresholds were 170bpm for vt and 220bpm for vf. The lifevest device will alarm for asystole when the amplitude of the patient's ECG is less than 100 microvolts for at least 16 continuous seconds. If these physiological parameters are not met, no physiological alarm is provided. Data downloads: the device is designed to store and periodically transmit patient and device data, including any ECG recording events (treatable vt/vf events, asystole events, and manual recordings). The lifevest device is not designed to perform real-time data downloads. Lack of data downloads do not impact the essential performance of the lifevest. Data downloads are not a critical function of the device. Data downloads are not real-time and are not intended for real-time monitoring. Data downloads are dependent on the availability of a wireless signal or connection to a landline via the battery charger. The last available data download was from (B)(6) 2015. In this particular event, the hospital staff discarded the device (monitor, battery pack, and electrode belt) in error. Therefore, a data download could not be performed, and as such, no further information surrounding the event was able to be obtained. Battery pack: review of the available download data until (B)(6) 2015, shows that the battery packs were charging properly. There is no evidence of a battery malfunction in the available download data. No further information regarding the battery pack is available beyond (B)(6) 2015. Device evaluation summary: the patient's recorded ECG rhythm at the time of the reported alarm is unknown as the lifevest device was discarded at the healthcare facility and no download could be obtained. The last available download was from (B)(6) 2015, three days prior to the patient's death. Review of the download data did not indicate any device malfunction that would cause or contribute to the patient's death. Zoll has elected to report this incident out of an abundance of caution as the patient's rhythm recorded by the lifevest at the time of the event is unknown. The device is unavailable for further evaluation. The root cause of the patient's death is unknown. There is no indication of a device malfunction involved in the event. Zoll does not expect any additional information to become available since the lifevest device was mistakenly discarded by the healthcare facility. Device manufacture date: monitor: 05/10/2012. Belt: 12/12/2012.

Event description:
Zoll manufacturing corporation became aware of a potential adverse event on 2016-09-16. An english translation of an attorney letter addressed to the (B)(4) distributor, indicated that the patient suffered a cardiac-related event while they were wearing the lifevest. The clinical staff reported the patient experienced vt followed by an asystole . It is unclear how the clinical staff determined the patient's rhythm. The lifevest reportedly did not enter a treatment sequence during the event. Resuscitation efforts were performed by the clinical staff and the patient was transferred to the ICU. The lifevest device was removed from the patient when it reportedly began to alarm 'what is going on and to confirm this and that'. The clinical staff pressed the response buttons but could not silence the alarms until the battery was removed. The lifevest device was subsequently discarded by the healthcare facility. No additional information regarding this event is available. There is no indication that a lifevest malfunction contributed to the patient's passing. Additional information: zoll manufacturing became aware of additional details surrounding this event on 2016-09-28. An english translation of two faxes from the patient's wife was provided by the (B)(4) distributor. In the first fax, dated (B)(4) 2015, the patient's wife indicated that a nurse found the patient's 'lifeless body' in bed on the morning of (B)(6) 2015. The patient's wife indicated that the lifevest had not set off an alarm during this time. The hospital staff reportedly could not determine how much time had passed from the time the patient 'became lifeless' and the time the nurse found him. The patient's wife indicated that resuscitation was performed, but the patient was in a highly critical condition on (B)(6) 2015. There is no indication that the patient had passed at that point in time. As stated in the original (B)(4) report, the clinical staff reported that the patient experienced vt followed by an asystole and it is unclear how the clinical staff determined the patient's rhythm. The lifevest reportedly did not enter a treatment sequence during the event. Resuscitation efforts were reportedly performed by the clinical staff and the patient was transferred to the ICU where the device was removed. In the second fax, dated 2015-12-04, the patient's wife alleged that the patient passed away on the night of (B)(6) 2015 because the lifevest was 'not working'. The patient's wife indicated that she had visited the patient the morning of (B)(6) 2015 and he was doing well. She reported that the patient requested the spare battery at the time 'as in his opinion the lifevest was not functioning properly'. The patient's wife also alleged that because the last available data download was from (B)(6) 2015 at 2am, the patient was unprotected. The patient's wife alleged that when 'data transfer stops, no one registers it or follow up on it'. The patient's wife ultimately asked for clarification of why the lifevest would not set off an alarm.